Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory was returned to intuitive surgical inc. (Isi) and evaluated. No damaged was found upon a visual inspection of the tip cover. A fit check was performed with an in-house mcs instrument. The tip cover fit snugly on the mcs instrument and did not shift in position when the instrument was driven on an in-house system. No trouble was found upon evaluation of the tip cover accessory.

Manufacturer narrative:
On july 25, 2013, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint, an isi clinical sales representative (csr) and obtained additional information regarding the reported event. The initial reporter indicated that the mcs tip cover came off of the mcs instrument during an instrument exchange. According to the csr, when the mcs instrument was reinserted, the surgical staff recognized that the tip cover accessory was missing. The surgeon surveyed the abdomen and quickly found that the tip cover accessory had fallen below the trocar of patient side manipulator 1 (psm1) which is where the mcs instrument was installed. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. A bedside assistant was able to successfully retrieve the tip cover accessory using a laparoscopic grasper instrument via an assist port. The csr indicated that a new tip cover accessory was installed on the mcs instrument. The new tip cover accessory remained on the mcs instrument through the remainder of the surgical procedure and through additional instrument exchanges. The csr and the surgical staff inspected the mcs tip cover accessory that had fallen off and did not notice any visible damage. The surgical staff installed the tip cover accessory on another mcs instrument. The surgical staff indicated that the tip cover accessory felt loose and was installed easily without the use of the installation tool. The csr indicated that the surgical staff knows to apply electro lube to the mcs instrument after the tip cover accessory is installed. The csr also denied that the patient was harmed as a result of the reported issue. The mcs tip cover accessory has been returned to isi for evaluation. However, at this time, the evaluation of the tip cover has not been completed. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that the mcs tip cover accessory came off of the mcs instrument, fell into the patient, and was retrieved. However, there is no indication that the patient was harmed or injured because of the reported issue.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgical staff indicated that the monopolar curved scissors (msc) tip cover accessory installed on a mcs instrument came off and fell into the patient. The mcs tip cover accessory was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Isi received the monopolar curved scissors (mcs) instrument associated with this reported event and completed device evaluation. Refer to MDR 2955842-2013-03873 for the mcs instrument device evaluation results. Isi has made several attempts to contact the site to obtain additional information; however, no additional information has been provided as of the date of this report. It is unknown if the mcs instrument damage occurred before or after the tip cover had fallen into the patient. A follow-up MDR will be submitted if additional information is received.